Event description:
On (B)(6) 2026, a patient reported that two ar-8998t nano swivelock suture anchors with fork eyelet were implanted during a procedure on (B)(6) 2026. The patient indicated a possible reaction to the materials of the implanted devices. No additional information was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.